Manufacturer narrative:
This report is submitted on january 30, 2018, (B)(4).

Event description:
Per the patient's surgeon, the patient experienced skin overgrowth at abutment site and subsequently underwent skin revision surgery on more than one occasion (dates not reported). The implanted device remains, clinical management is ongoing.